Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 350 mg/dl, swelling and fluid on the heart, and a large ketone level identified as dangerous by healthcare provider. The customer alleged that the pump "failed," however, pump data review by tandem technical support confirmed the pump was functioning as intended. The customer went to the emergency room and was subsequently hospitalized multiple times. Bg was treated with intravenous insulin, saline, and electrolytes. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage.